Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was identified that zimmer biomet liner was implanted with a competitor device. As per IFU, the g7 acetabular system polyethylene acetabular liners should not be used with components of any other system or manufacturer, unless authorized by zimmer biomet. It is unknown if these off-label usage may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint cannot be confirmed. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 7 months post implantation due to a dislocation at the site. The head involved was not a zimmer biomet product. There is no additional information available at the time of this report.